Event description:
It was reported "axsos distal tibial lock plate (2) screwheads sheared off head, sheared off at final thread. Proper technique was followed. Screws were not inserted with power-by hand. Final tightening done with torque limiting screwdriver. Screw snapped before proper torque was reached. Dr. Left screws in patient."

Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.